Event description:
It was reported that the co2 connector was pushed in. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.